Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during a visual inspection of the pump there was evidence of moisture corrosion behind the display lens and in the battery compartment. The pump case was observed to be cracked near the upper right corner of the display lens. The battery compartment was also cracked. The pump failed a leak test due to both damaged areas. The pump powered on to a blank display screen. A test screen was installed and displayed normally. The pump cover was opened and moisture corrosion was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was found in the pump after a bath. No physical damages were noted and the pump was not dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.